Event description:
Dr alleges gel bleed and fibrous encapsulation with calcifications of the fibrous capsule.

Event description:
Dr alleges gel bleed and fibrous encapsulation with calcification of the fibrous capsule.